Event description:
A physician reports a pt had unilateral intraocular lens inplant surgery in 2006. The pt's visual acuity prior to surgery was 5/10 (20/40) and his visual acuity following surgery was 2/10 (20/100). A lens exchange was performed in 2007. The physician reports there were no defects identified on the lens and he feels the pt may have had some problems adjusting to the lens model that was used. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested and received.